Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a detached coil cap. This occurred or was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured july 28, 2014 - july 29, 2014. Evaluation summary: the device was returned to the plant in its original sealed package. Visual inspection revealed a separated coil cap. The cause of the condition was determined to be due to malformed housing. The cause of the malformed housing could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.